Event description:
Oracle ro (B)(4): continuous alarming.

Manufacturer narrative:
Additional information received and attached by ICU medical on (B)(6)2022. Issues were founding during testing ? No patient incident. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Other, one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was performed and found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To further investigate, a functional check test was performed. Customer's reported problem was duplicated. The device started alarming upon power up. Root cause is unknown, but the defective mpu board will be replaced.